Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after trimming the suture, the access site began to bleed and a large hematoma formed near the access site. The hematoma was treated with manual compression. The patient was taken to the recovery and it was discovered through computed tomography that there was hemorrhaging from the retroperitoneal space. The patient died the next morning on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of death, hemorrhage and hematoma are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.